Event description:
Customer reported a malfunction with the device, identified as malf 24. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite the resolution offered by technical support to replace the pump, the customer declined and opted to use multiple daily injections (mdi) as a backup therapy.